Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been returned for evaluation.

Manufacturer narrative:
Date device returned (B)(4) 2013. The device was returned to evaluation by the quality engineering team. As received condition: received one (1) sample(s) with original opened product box / pouch, identifying product as part# 8229307 - nim emg endotracheal tube 7.0mm ID, from lot number 0206697130. The condition of the device showed customer use as there was presence of bio-residue on the device. Observations: upon evaluation, no physical damage was noticed on the working length of the tube or the cuff / valve assembly via unaided eye. A functional test was performed using a 10ml syringe and beaker filled with water as per xpi-s 8229306 emg et tube reinforced rev. An, section 9.19, ¿inflate cuff with a minimum of 20 cc of air using syringe. Submerge inflated cuff in clean, deionized water. Air bubbles shall not leak from any area of the unit. Visual, functional, 100%¿. The cuff was inflated and submerged, and no bubbles were observed that would indicate leak. The customer complaint was not confirmed for device leakage / deflation.

Event description:
It was reported that the emg tube cuff would not stay inflated. The emg tube was removed and another was placed to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.